Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch report number mw5041856 that during a lumbar drain placement, the tip of the lumbar drain sheared off remaining retained in the patient's spinal area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.